Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was an occlusion in the tubing on (B)(6) 2025, which resulted in elevated blood glucose (315 mg/dl), therefore patient had received correction bolus via pump. The patient replaced supplies as necessary and resume insulin. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) with malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6007107 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional air flow test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007107 was manufactured according to the wi version 96, packaged in the machine multivac 10, on 16/may/2024 with a total of (B)(4) units. Glue tubing review: the lot 4e00857 was manufactured according to the wi version 64, manufactured in the machine sc08, on 11/may/2024 with a total of (B)(4) units. The lot 4e00587 was manufactured according to the wi version 55, manufactured in the machine sc08, on 08/may/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6007107 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.